Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 had failed and unable to recover. The drawer home/closed indicator light remained off when the drawer was closed. The drawer was manually opened and closed, but there was no change in the led. A magnet failure was suspected. The customer attempted to reboot the station, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed and required maintenance. A field service engineer (fse) found that full height drawer 5 was unable to detect the closed state and could not be recovered. Upon inspection, the latch inseparable was missing the magnet and was replaced. The drawer was then able to recover and was accessed normally by the customer. The system functioned as intended after the field service engineer repaired the device.